Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured a left femoral artery pseudoaneurysm from the impella cp access site with a "definite" relationship to the impella device. This was discovered during a follow up visit over 1 month after explant. A repair was administered.

Manufacturer narrative:
The investigation into the pump stop and the vascular damage - peripheral vessel issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. D4-model number updated to impella cp.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella device used: ¿the patient developed hemolysis. Admission total hemoglobin 11.3 g/dl, nadir 8.4 g/dl; peak ldh 633 u/l ((B)(6) 2023). Urine was noted as being "pink tinted". Urinalysis on (B)(6) 2023 reveals blood in urine.¿. The patient recovered with no sequelae.

Manufacturer narrative:
B5 revised to reflect new information. H6 revised to reflect new information. Instructions for use hemolysis. Impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ f6/f8-should have been left blank on manufacturer device report 1220648-2024-07036. G1 reporting contact email revised on manufacturer device report 1220648-2024-07036 in accordance with updated procedures. G1 reporting contact fax number was revised on manufacturer device report 1220648-2024-07036 as it was inadvertently omitted. H6 component code revised on manufacturer device report 1220648-2024-07036 from the initial submission in accordance with updated procedures.